Event description:
It was reported that the battery depletion indicator was activated (eri) and the device was subsequently removed and replaced with a question of premature battery depletion. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery - battery depletion-normal.